Manufacturer narrative:
(B)(4). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon claims the tasp is shedding. Small pieces were removed with forceps.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Visual inspection of the returned tasp exhibits signs of repeated use (nicked & gouged). The dovetail feature is compressed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.